Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. Event history log review confirmed the reported event. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty dso sensor. The dso sensor, seal, and bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for ¿cassette not attached properly, reattach cassette¿ when the latch was closed. There was unknown patient involvement and unknown patient harm.